Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer via phone call stated that his pump was receiving power error alarms. Customer states that power error happened, he replaced the battery and has high blood glucose. Customer will troubleshoot for power error detected. Explained that the pump is unable to charge and that its operating on the aa batteries only. Customer states that her blood glucose have been 105 mg/dl then checks pump and it reads 131 mg/dl. She states that she has been changing her batteries a lot lately and that this has been going on for the last five days. Customer states that they will perform the steps and will call back if issues persist. Pump is expected to be returned as former pump will have to be replaced.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was received with normal operating currents. No unexpected low battery alarm noted. However, replace battery alarm, replace battery now alarm, power loss and power error confirmed in the long trace. Detail trace analysis confirmed the insulin pump alarmed replace battery, replace battery now, power loss and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.